Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimator. System operates as intended.

Event description:
Customer reported the system is displaying an iris pot error. No pt injury was reported.